Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230529158); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had an aneurysm of the ophthalmic segment of the right internal carotid artery. Neuroin tervention was performed with implantation of a dense mesh flow-diverting stent. Femoral artery puncture was performed, and a 6f long sheath was successfully advanced to the common carotid artery with the assistance of a 0.035-inch loach guidewire and a 125 cm mul tifunctional angiographic catheter. The intermediate catheter was then advanced to the cavernous segment, and the phenom27, guided by a 0.014-inch synchro, was smoothly navigated to the ipsilateral m1 segment. Based on 3d measurements, a ped shield-450-20 model stent was selected. After adequate hydration with high-pressure normal saline, the stent was smoothly delivered to the ipsilateral m1 segment. The stent tip was deployed, but it could not be opened in the middle cerebral artery; even after about 15 cm had been deployed, it still could not open. The stent was then retrieved and pulled back to the internal carotid artery, where the ped shield tip opened slightly, but not fully. More of the stent was released, and a series of standard maneuvers such as slight manipulation were performed, but the tip of the ped shield still could not be fully opened. The operator ultimately had to removed the entire ped shield system from the body and replaced it with a lattice product from another manufacturer, which did not encounter the same issue. The procedure was successfully completed. The device and any accessories were prepared as indicated in the IFU. The catheter was flus hed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. There was failure to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Additional steps or other devices required to open the pipeline included releasing over a longer distance, selected a straight segment for deployment, performed overall swinging, and increased and decreased tension. The pipeline removed from patient. The pipeline resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing neurointerventional minimally invasive surgery, dense mesh flow-diverting stent implantation for treatment of a saccular, unruptured right internal carotid artery ophthalmic artery aneurysm with a max diameter of 6.7 mm and a 6 mm neck diameter. The landing zone was 3.6 mm distal and 4.4 mm proximal. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure was normal. The access vessel was the femoral artery with a diameter of 5mm. Ancillary devices include a sychro 0.014 inches 200cm guidewire, 6f 115cm ton-bridge silver snake intermediate catheter guide catheter, 6f 90cm neuron max sheath, phenom27 150cm microcatheter.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was minimal, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.